Event description:
It was reported that the manufacturing representative was reading impedances greater than 10,000 ohms. It was noted the patient was having their implantable neurostimulator (ins) replaced due to their ins reaching normal end of life (eol) three months ago. It was further noted the manufacturing representative did not have any baseline impedances. The reporter stated that when they hooked up the pocket adaptor to the extension they tested impedances on the ins and they were ¿extremely elevated.¿ it was noted the manufacturing representative then used a multi lead trialing cable to test impedances. It was further noted the patient¿s healthcare professional ordered a motor stimulation check and they got a positive response so the system was connected. The reporter stated they opened a second pocket adaptor and impedance remained elevated in the operating room. It was noted that the manufacturing representative checked impedances post operation and impedances were normal in the range of 800. It was further noted the patient was feeling stimulation around 2.0v. Additional information received reported that x-rays and fluoroscopy was done without any abnormalities seen. It was noted the patient¿s hcp stated the operation room had leaded walls and they questioned if that caused any interference with the impedances. It was noted the patient was programmed normally post operation and they were receiving effective therapy. It was noted that no further treatment was needed for the patient at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID 74001, lot# n367923, implanted: (B)(6) 2013. Product type: adapter: product ID 74001, lot# n367924, implanted: (B)(6) 2013, explanted: (B)(6) 2013. Product type: adapter: product ID 7495lz51, serial# (B)(4). Product type: extension: product ID 3587a, lot# la8558, implanted: (B)(6) 2003. Product type: lead. (B)(4).